Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you clarify the ¿wound split partially¿?part of wound split. Do you have any suture for return? No. What is the current condition of the patient? Stable. The following information was requested but unavailable: can you clarify the initial procedure name? Unk. What tissue layer was the suture used on?unk. What was the condition of the tissue (healthy, diseased, fragile, weakened)?unk. How was the suture placed in the tissue (interrupted or continuous)?unk. Was there any patient activity / event prior to the ¿wound split¿ (cough, exercise, fall)?unk. Can you specify the amount of the wound that was split open?unk. Can you describe the appearance of the suture during the second procedure?unk. Was the suture intact and pulled apart from the tissue?unk. Was the suture found broken? If so, where on the strand (middle or at the knot)?unk. What are the patient age, gender, weight, bmi, past medical history?unk.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device md2371, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify the initial procedure name? What tissue layer was the suture used on? What was the condition of the tissue (healthy, diseased, fragile, weakened)? How was the suture placed in the tissue (interrupted or continuous)? Was there any patient activity / event prior to the ¿wound split¿ (cough, exercise, fall)? Can you clarify the ¿wound split partially¿? Can you specify the amount of the wound that was split open? Can you describe the appearance of the suture during the second procedure? Was the suture intact and pulled apart from the tissue? Was the suture found broken? If so, where on the strand (middle or at the knot)? Do you have any suture for return as customer requests photos? What are the patient age, gender, weight, bmi, past medical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and suture was used. No anomaly was observed during the procedure. After two days, the patient felt pain and it was reported that the wound split partially. The patient underwent re-sewing with a new device. The patient condition is reported to be stable.